Event description:
It was reported that the ilet user attempted an infusion set and cartridge change, was unable to prime the applicator or correctly deploy and connect the infusion set and wasted two infusion sets; replacement supplies were provided and education was offered, which the user declined after stating they would watch a video. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.